Event description:
The reviewed literature article contained a case study of a single pt who had a long history of shunt revisions due to a silicone allergy that required a specially manufactured medtronic polyurethane shunt. The shunt consisted of an unspecified polyurethane proximal catheter, valve mechanism, and distal catheter. The source literature reported that for more than 8 years following the placement of a polyurethane shunt, the pt had no recurrence of hypersensitivity to the shunt hardware. However, in 2001, the pt had an acute obstruction that required a distal revision. The procedure was performed immediately without complication.

Manufacturer narrative:
(B) (4). This reportable event was identified during review of scientific literature. Contact with the corresponding author has been unsuccessful in yielding additional info on the device. The event reported in the source literature could not be matched to info previously reported to medtronic neurosurgery. The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible, as no lot number was provided. Hussain ns, wang pp, james c, carson bs, avellino am, distal ventriculoperitoneal shunt failure caused by silicone allergy. Case report. J neurosurg 2005 march; 102(3):536-9.